Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Pelt, c., wes, m., jill a, e., & jeremy m, g. (2014). Revision total hip arthroplasty with a modular cementless femoral stem. The journal of arthroplasty, 1-5. Http://dx.doi.org/10.1016/j.arth.2014.04.042.

Event description:
Information was received based on review of a journal article titled, "revision total hip arthroplasty with a modular cementless femoral stem",4 patients were identified in the article underwent femoral stem dislocation post-op on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.